Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had wireless communication. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the pcu presenting a wireless communication error was confirmed through laboratory testing. The malfunction was determined to be caused by a faulty wireless network card. A review of the pcu error log identified three (3) communication error codes 600.6830.5 and one (1) error code 600.6840.5 during the day of the reported event. The pcu event log showed that on (B)(6) 2024 at 8:25 am, the system was powered on and off 3 times with no modules attached. During this time, the device alerted communication error four (4) times. Laboratory testing observed the pcu displaying error 600.6835 when powered on. A known good network configuration was transferred but showed as ¿invalid¿. A laboratory wireless network card was temporarily installed, for investigation purposes only, into the suspect pcu and it was observed that the device was communicating wirelessly on the network. Internal and external inspection found no irregularities related to the alleged complaint. The bd alaris user manual v12.3.1 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had wireless communication. There was no patient involvement.